Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that the switch bar was damaged. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. Note - section e1 shortened from: (B)(6) clinic, due to character restrictions.

Event description:
The customer reported to olympus that upon powering up during preparation for use for a diagnostic screening test, the olympus logo appeared on the monitor, followed by a noise and the screen went blank. The power was cycled, the issue was resolved, and the procedure was completed using the same set of equipment. There were no reports of patient harm or impact associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over six (6) years since the subject device was manufactured. Based on the investigation results, a definitive root cause could not be determined. However, it¿s likely that the screen may have turned dark due to moisture absorption, static electricity, or a temporary malfunction of the power supply printed circuit board caused by noises from a high-frequency cautery device. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final reinvestigation. The customer's complaint was not confirmed; the event was unable to be reproduced. However, based on the results of the reinvestigation, it is likely that the event occurred due to device deteriorated due to long-term use, malfunction of power supply printed circuit board due to moisture absorption and static electricity, temporary malfunction due to high-frequency cautery device noises, or insufficient connection with the combination equipment, causing the product to turn dark. However, the definitive root cause was unable to be determined. Olympus will continue to monitor field performance for this device.